Event description:
Hill-rom received a report from the account stating the left head siderail is not latching. The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the latch assembly filthy and not allowing proper connection. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned left head siderail latching assembly to resolve the issue. Based on this information, no further action is required.